Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The inverter board was replaced to resolve the issue. The repaired device was delivered to the customer.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd will not power on. The monitor accepts commands so the touch screen is working. There were no adverse event with the patient. The patient was safely monitored from the cns (central monitoring system) until the monitor was swapped with another one. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter will need to be replaced. Inverter is currently out of stock. Once inverter is received the device will be repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd will not power on. The monitor accepts commands so the touch screen is working.